Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facscanto¿ ii flow cytometer leakage of biohazard coming from the instrument was detected. The following information was provided by the initial reporter: is the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was the fluid actively spraying about outside the machine? No. Is leaked liquid type known? Biohazardous or non-biohazardous? Biohazard. Did the leaked liquid have bleach mixed in? No. Was anyone injured due to the leaked liquid? No. I expect that it may be leaking from the fitting of the restrictor and manifold valve. Leakage was confirmed from the fitting of the p29 manifold."

Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system ivd, part # 338960, serial # (B)(6). Problem statement: customer reported a complaint regarding a waste leakage not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 18apr2021 to date 18apr2022. Complaint trend: there are 18 complaints related to the issue of waste leakages not contained within the instrument. Date range from 18apr2021 to date 18apr2022. Manufacturing device history record (DHR) review: DHR part # 338960, serial # (B)(6), file # 338961-v96101221-900226410-10, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the waste leakage not contained within the instrument was due to a worn orifice restrictor and manifold valve fitting. The customer had initially reported that there was liquid found leaking from under the main body. The customer found that there was a leak coming from a manifold valve fitting but another leak was present on the orifice restrictor. An fse (field service engineer) was sent onsite to perform the repair and they confirmed the location of the leakage. The fse replaced the parts, cleaned the leakage site, and tested the instrument to confirm that it was functioning as expected. No parts were requested for evaluation as the replaced parts are not returnable and were discarded. Although the leak was waste and the potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. Additionally, the leakage was not under pressure and thus did not increase the risk of exposure. Proper daily and monthly cleaning and maintenance can help maintain an optimal system, and instructions can be found in the bd facscanto ii instructions for use (IFU), #23-20269-00 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: 02416743, case # (B)(4). Install date: 16mar2010. Defective part number: 339294 - restrictor inline. 010 in ID 1/16 tube yel. 59-10092-04s - cpln bdy pnl mt 1/8 ID wht service. Work order notes: subject / reported: liquid is leaking from under the main body. Problem description: liquid is leaking from under the main body. Work performed: "(treatment)· status: check liquid leak from the restrictor in the right door of the main body liquid leak from the sheath line connector on the left side of the main body. · parts replacement· cleaning the surroundings of the equipment· operation check implementation· cst implementation ... Pass" "(result) operation confirmation implementation the problem has been resolved." Cause: "(phenomenon) liquid is leaking from under the main body" "(cause) it is considered that it was caused by the damage of the restrictor and sheath line connector inside the right door of the main body." Solution: "(result) operation check implementation problem has been resolved." Internal notes: discovered that liquid has accumulated between the main body and the desk I got in touch with you. It seems to be facsflow because it has no odor. When you open the door on the right side of the main body, the liquid is collected in the plastic container. Upon confirmation, liquid leakage was confirmed from the fitting of the p29 manifold. I had you shut down the device once, remove the tube at the leaked part, and fix it again. However, it seems that the liquid is leaking from another place, and we are requesting service. I expect that it may be leaking from the fitting of the restrictor and manifold valve. 339294 --restrictor inline. 010 in ID 1/16 tube yel. 641863 --barb insrt assy 1 / 4-28fiting1 / 6 barb ppl. Returned sample evaluation: a return sample was not requested because the replaced parts are not returnable and were discarded. Risk analysis: risk management file part #338960-04ra, rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes or no? Item: 4. Quick disconnect. Function: 4.1 connects tubing to filters and fluid tanks. Potential failure mode: 4.1.1 tubing failure. Potential effect(s) of failure: 4.1.1.1 leaks at waste tank. Biohazard. Potential cause(s)/mechanism(s) of failure: waste fitting leaks. Current controls: 1. Pump compensates for leaking. Recommended actions: n/a. Responsible party: n/a. Target completion date: n/a. Actions taken: n/a. Initial severity: 9. Initial occurrence: 6. Initial detection: 1. Rpn: 54. Mitigation(s) sufficient: yes or no? Root cause: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn orifice restrictor and manifold valve fitting. Conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn orifice restrictor and manifold valve fitting. The fse confirmed the issue and performed the repair by replacing the worn parts, cleaned the inside of the instrument, and tested the instrument. After the repairs, the instrument was functioning as expected. No one was harmed or injured, and no medical treatment was performed due to the biohazardous leak. The safety risk of this hazard has been identified to be within the acceptable level.

Event description:
It was reported that while using bd facscanto¿ ii flow cytometer leakage of biohazard coming from the instrument was detected. The following information was provided by the initial reporter: "1. Is the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was the fluid actively spraying about outside the machine? No. 4. Is leaked liquid type known? Biohazardous or non-biohazardous? Biohazard. 5. Did the leaked liquid have bleach mixed in? No. 6. Was anyone injured due to the leaked liquid? No. I expect that it may be leaking from the fitting of the restrictor and manifold valve. Leakage was confirmed from the fitting of the p29 manifold."